Event description:
Smr reverse revision surgery due to loosening of the metal back glenoid. Hemi prosthesis with cta head has been implanted during this surgery. Previous surgery performed on (B)(6) 2015. Revision surgery took place on (B)(6) 2019. According to the info received, no infections nor fracture was present. It has also been reported that surgery performed in (B)(6) was a conversion from hemi prosthesis to reverse (details unknown, the reason why a hemi prosthesis was implanted in the first place is not known, according to info reported, maybe it was related to a previous glenoid condition, not confirmed). The liner appeared to be worn due to rubbing action of the metal back on it, as a consequence there was some degree of lysis. Tissue cultures were taken, however the results were not available to be provided to limacorporate. Patient data: 61 yers old, medium activity level. Event happened in (B)(6). Note: the metal back glenoid model involved is not marketed in the USA, the event was reported to FDA as the explanted glenosphere (code 1374.09.111 lot# 1414030) is marketed in the USA. According to our analysis, suspected code is the metal back glenoid only, no issue was experienced with the glenosphere.

Manufacturer narrative:
By checking the DHR of the lot#s involved (code 1375.20.005 - smr uncement. Glenoid #small-r - lot# 1413836), no anomaly was found on the (B)(4) pieces placed on the market with this lot#. No anomaly even on the (B)(4) glenospheres manufactured with lot# 1414030. Moreover, according to our records, all the metal back glenoids manufactured with lot# 1413836 and the glenospheres manufactured with lot# 1414030 have been implanted without receiving additional complaints. Explants were not available to be provided to us (discarded by the hospital). Neither did we receive xrays referring to this patient: no pre-revision surgery xrays, to evaluate the loosening of the metal back glenoid; no immediate post-op xrays referring to surgery performed in (B)(6) , to evaluate the original positioning of the metal back glenoid; no pre-op xrays referring to surgery performed in (B)(6) to evaluate if a pre-existing patient's condition could have somehow contributed to the event. With the very few info available (no explants available, no xray available, no info on patient's bone quality, any previous clinical/anatomical condition), no deeper analysis is possible. According to the dhrs, the metal back glenoids manufactured with lot# 1413836 were compliant to specification, no deviation detected. Thus, we cannot classify this case as product-related. We can only speculate that patient's glenoid anatomy/condition could have been a contributory cause for the loosening. No specific action for this case, limacorporate will continue monitoring the market to promptly detect any future similar issue.

Manufacturer narrative:
By checking the dhrs of both the products involved (smr uncemented. Glenoid #small-r, code: 1375.20.005, lot# 1413836 and smr glenosphere ø 36mm, code: 1374.09.111, lot# 1414030), no anomaly was found on the components placed on the market with these lot#s. This is the first and only complaint received on these lot#s. We will submit a final MDR once the investigation will be concluded.

Event description:
Smr reverse revision surgery due to loosening of the metal back glenoid. Hemi prosthesis with cta head has been implanted during this surgery. Previous surgery performed on (B)(6) 2015. Revision surgery took place on (B)(6) 2019. Event happened in (B)(6).